Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign object in air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no deviation from the instructions for use in reprocessing steps for the locations with foreign material. Based on the results of the investigation, the foreign material was unable to be identified, and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.